Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that all hosts lost connectivity with the primary server on (B)(6) 2026, between 1:00 am and 3:00 am. The primary server was connected; the biomed restarted the pic ix services on the primary to resume connectivity with the other hosts. The system is up and operational. The biomed is requesting root cause analysis. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.